Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has healed. The recipient will not be reimplanted. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as broken wires near the fantail region. This is believed to have occurred during revision surgery. The photographic imaging inspection broken electrode wires. This is believed to have occurred during revision surgery. The electrode condition caused impedance values to be out of range. System lock was verified. The device passed the electrical tests performed. The device passed the mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly has a history of meningioma and lacks benefit of device. The recipient requires frequent mris. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: section: b.3, d.6b, d.9 the recipient's device was explanted. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.